Manufacturer narrative:
Medwatch fields d4 catalog no, primary UDI number, and g4 PMA / 510k (premarket numbers) were updated. The analyzer alarm trace contained an abnormal aspiration error. This was an indicator of possible poor sample quality. The field service engineer found the sample probe had evidence of gel present. He replaced the sample probe and verified the instrument by recalibrating and performing precision testing. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module (double) analyzer. Sample 1 initial sodium result was 131 mmol/l and the repeat result was 150 mmol/l. Sample 2 initial sodium result was 128 mmol/l and the repeat result was 143 mmol/l. The initial chloride result was 122 mmol/l and the repeat result was 103 mmol/l. Sample 3 initial sodium result was 121 mmol/l and the repeat result was 137 mmol/l. The initial chloride result was 123 mmol/l and the repeat result was 105 mmol/l. The initial potassium result was 4.0 mmol/l and the repeat result was 4.6 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The investigation is ongoing.